Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max), a penumbra system jet7 reperfusion catheter (jet7), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician placed the neuron max into the patient. The physician then advanced the jet7 through the neuron max and into the target vessel using the non-penumbra microcatheter and the guidewire. The non-penumbra microcatheter and guidewire were then removed. Next, the physician began to aspirate the thrombus and pushed and pulled the jet7 back. It was noted that the physician experienced resistance while pulling the jet7 and subsequently, there was a free flow of blood back into the tubing. The physician then retracted the jet7. Upon removal, the physician found that approximately 20-25 centimeters of the distal end of the jet7 was still inside the patient. Therefore, the physician removed the broken part of the jet7 from the patient using a snare device. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68) and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned jet7 confirmed that the catheter was fractured. This damage typically occurs if the catheter is forcefully retracted against resistance. Based on the reported complaint, the root cause of resistance experienced during the procedure could not be determined. Evaluation also revealed kinks on the distal fractured segment and an ovalized distal tip. This damage was likely incidental to the reported complaint. This damage may have occurred post-procedure when packaging for return to penumbra or when snaring the device for removal from the patient. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.